Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed, and will be considered use related. A 4 fr s/l powerpicc solo was returned for investigation. The catheter extended 43.0cm from the distal end of the molded wing. The device exhibited evidence of use. What appears to be adhesive residue from a dressing was noted on the extension leg and the catheter between the molding wing and the 1cm depth mark. The 1cm depth mark was partially worn. A semi-circumferential split was noted in the catheter 6.5cm from the distal end of the molded wing. The split was located between the 5 and 6 cm depth marks. A microscopic examination of the split revealed a rough and granular edge. A symmetrical wear pattern was centered across the semi-circumferential split. A tactual investigation revealed that the tubing had the tendency to kink across the split that was found in the tubing. The split found in the 4 fr tubing indicates that the catheter was placed in a location that was vulnerable to kinking. The repeated kinking of the catheter most likely caused the tubing to crease, which lead to splitting of the tubing material. The product IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ no damage related to the manufacturing process was noted on the returned complaint sample. A lot history review (lhr) of reau1223 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the nurse at the facility could not flush saline into the catheter and that there was no backflow. A chest x-ray showed a kink in the catheter approximately 7-8 cm from the insertion site. When the catheter was removed, the nurse noted the catheter had a hole.